Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer would get high blood glucose levels within the range of 300 mg/dl to 500 mg/dl. The customer's son declined troubleshooting and said that the customer had trouble remembering to bolus when he eats, as well as remembering to eat in general. The device will not be returned for analysis.